Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been lost to follow up after being placed in hospice. The patient's family decided to get the device checked and no magnet response was found. The patient was (B)(6) at the time and the family would discuss what/if any further intervention would be necessary. The battery was believed to have reached normal end of life.